Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection in the pump pocket, and the device was subsequently explanted. The hospital performed pathological studies on the device, and the device was disposed of. The results of the pathological studies are unknown.

Manufacturer narrative:
Updated with corrected information. Internal complaint number: (B)(4).

Event description:
It was reported that no pathology or culture was performed. The infection in the pump pocket site is progressing, and the patient's thoracic incision may be infected. The patient is still on antibiotics.